Event description:
It was reported that the patient was seen in the hospital for damage to the driveline. The patient stated that the pump had been off for several hours. An arteriogram was performed, and then the modular cable was exchanged. Following the modular cable exchange, the controller and ventricular assist device (vad) were able to be restarted. Review of the patient's log files showed that the pump had stopped at some point on (B)(6) 2022 between the time of 12:36:01 and 13:36:01. The log captured a controller internal fault and that the controller's fuses were open. When the controller was turned on following the modular cable exchange the system controller read "replace system controller" so the system controller was also exchanged. While the pump was off the patient experienced symptoms of shortness of breath, an altered mental status, and chest pain. There was visible damage to both the modular cable and the system controller. The patient had damaged their equipment on accident, however an exact cause was not known. Related MFR # of the pump: 2916596-2022-12262, related MFR # of the system controller: 2916596-2022-12261.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline damage resulting in a pump shutting off and replace controller alarm was confirmed. Visual inspection of the returned modular cable revealed the cable was covered with white tape. There was a mechanical damage, approximately 7 ¿from the controller connector, where multiple wires were severed/cut. Further evaluation revealed that only the wire representing the communication a line was still intact and all other wires were severed/damaged. The tape was removed and there two additional layers of tape. All the layers were removed and there was no additional damage to the inner wires observed, besides the area where the wires were cut/severed. A specific root cause for the severed/damaged wires was not able to be determined during the evaluation. Production order from 4/5/2018 was reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. According to hm3 instructions for use section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved no further information was provided. The manufacturer is closing the file on this event.